Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charger battery packs) was confirmed. Upon investigation the battery charger/modem was resetting. The charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the c/a board and an open y1 crystal oscillator on the bedside pca. In addition, battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The root cause for the flash memory failure could not be positively identified. The root cause for the contamination on the battery pca, the open y1, and the shorted q1 was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was unable to charger battery packs.